Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 2.8 mmol/l, 2.8 mmol/l, and 7.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The investigation tested the customer's returned meter with retention strips. One value was out of range. Further testing with retention strips did not produce any further out of range results with either blood or controls.